Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) replaced the battery and performed extended self-testing on the device and all tests passed. The serial number for the device was not provided.

Event description:
It was reported that, during the maintenance of a 980 ventilator the battery failed. The ventilator was not in use on a patient at the time the event occurred.